Event description:
It was reported that when the rf probe was used during surgery it stopped working.

Manufacturer narrative:
Final device investigation of the rf arthroscopy probe revealed a piece of the insulation has broken off the distal tip of the device. The tip of the device is melted. The damage to the insulation caused the device to no longer function.